Manufacturer narrative:
Concomitant product: 4194-88 lead, implanted: (B)(6) 2009. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Visual examination of the connector noted no anomalies and tool marks were noted on the device can/shield. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached early battery depletion. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.